Event description:
Philips received a report where a customer reported that when using the ssd 3d application and measuring full abdomen fat and intra-abdominal fat and reversing the order, the results were different.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer informed an on-site philips modality specialist (ms) that when using the ssd 3-d application and measuring full abdomen fat, intra-abdominal fat, then reversing the order and measuring intra-abdominal fat, and then full abdomen fat, the results were different. The ms stated that the customer usually measures abdomen fat for heath checks as follows: ¿ this measurement uses total 10mm slice (5mm x2) to calculate fat area. ¿ they don't have an area measurement with threshold function (threshold use fat hu range). ¿ they use ssd 3d protocol. This function can measure volume with threshold. ¿ they measure total abdominal fat and intra fat. ¿ each area defined uses volume of interest (voi) function. ¿ normally the first voi includes full abdomen and the second voi includes only intra abdomen (full-> intra). ¿ they then calculate full and intra fat volume. The customer later defined the voi order in invert (intra-> full). They compared both results (full->intra and intra->full). The results were different. The ms contacted philips help desk to inform them of the issue. Data files were provided for engineering assessment. A philips CT clinical development specialist (cds) evaluated the data and stated that there is no philips defined process on how to measure for fat assessment in this application. Furthermore, because they are drawing region of interest (roi)s, it is very subjective as to what results they will get. So they could go through the process and get slightly different results each time. According to the phantom they provided, while the two results are slightly different, they do fall within error limits and within specifications. CT engineering determined this is a limitation of the current design. CT applications (ms)suggests to use the fat assessment application, then create highlight windowing preset and work with this preset for all relevant exams.

Event description:
Philips received a report where a customer reported that when using the ssd 3d application and measuring full abdomen fat and intra-abdominal fat and reversing the order the results were different.